Event description:
Baxter india reported 1 incident of "leakage" of a transfer set. Per affiliate, issue was noted during use and no patient injury or medical intervention was reported with this incident.